Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 45 mg/dl and 28 mg/dl. The meter said that, the customer was 130 mg/dl about 100 points off and is wandering if meters need to be recalibrated from time to time. The blood glucose was 176 mg/dl about an hour ago. Customer declined troubleshooting for low blood glucose. The device is not expected to be returned for analysis.